Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's blood glucose was 324 mg/dl at the time of call. The customer stated that they treated the high blood glucose with bolus. The customer stated that the drive support cap appeared normal. The customer declined troubleshooting. The customer performed high pressure test and self test and passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.